Event description:
New rigid gas permeable lens right contact marking vanished, I was told I had to redo it with a sharpie myself, I did, twice and it vanishes. Apparently, it could be tattooed and inked permanently (as all my previous pairs of 45 years of wearing them have been). I am required to pay (B)(6) to ship and cover the cost. These cost me (B)(6) out of pocket and my expectation is they last for years and are not defective. I would like the vendor, art optical to remedy the situation and cover the cost. Neither my eye doctor or art optical will help. I called (B)(6) to complain and they said they could not talk to me directly. Please advise? Thanks for your assistance. FDA safety report ID # (B)(4).